Event description:
It was reported that the patient had symptoms of withdrawal. The pump was replaced. The pump contained morphine 12.0mg/ml, 3.485mg/day, clonidine 150.0mcg/ml, 43.56mcg/day, and bupivacaine10.0mg/ml, 2.904mg/day. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: 2006-(B)(6), (B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported that "on or around (B)(6)" they were "throwing up, my legs were shaking and I felt very anxious" they went to the emergency room (ER). It was unknown what was causing the symptoms; the patient was given "enough medication to calm it some" and was sent home. Within hours they went back to the ER. The patient was sent to another ER. In ER they were given morphine IV and it was determined the patient was having withdrawals. The patient was sent home with oral morphine, which per patient"did nothing". Patient had "lost 16 pounds in 3 days, and wanted to die". Patient went to the clinic of their managing hcp. The pump was checked and it was "working fine". The patient was in "severe withdrawals". The patient was given an "IV with fentanyl every 10 minutes and after an hour and that not working" hcp alternated the fentanyl with morphine with no results. A morphine pca pump was started, "that helped some". The patient was hospitalized. The patient went for surgery. Per patient, they were told that the "pump showed until the end that it was working fine and that they did not have to replace the catheter". After the patient was released from the hospital they experienced "anxiety attacks, no appetite, no energy and I had this chemical smell that was so strong that it made my throat, nose and eyes burn". They went back to the hcp several times and it was unknown what was causing this. After five weeks "something was not right" and patient stated her husband said that after surgery hcp told him that the patient was so sick and the "pump was empty when they took it out". Per patient, they just had it refilled three weeks earlier. Per patient, they were "7 weeks into this and I still have no appetite (I have so far lost 23 pounds), the smell is so strong that I stay hoarse, my eyes still water and I get a headache every day from the smell that comes from me, it is like being in a non-vented room with a bottle of clorox poured all around you. I hate this!" It was unknown how the pump became empty three weeks after being refilled. Per patient "I lost one week that I hardly remember and 7 weeks of my life and still counting since I still am not back to where I was before this happen."

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.